Event description:
It was reported to boston scientific corporation that a spaceoar device was used during a spaceoar implant procedure on (B)(6) 2023. The procedure was performed under local anesthesia. There was no problem until the hydrogel injection, the physician reported that it was complicated to create space between the prostate and rectum. Therefore, a magnetic resonance imaging was performed immediately after the procedure. The imaging showed the hydrogel was in the correct layer, but most of it was observed along the prostatic capsule surrounding the prostate. There was no evidence of the hydrogel inflow into the superior veins. It was reported the physician thought the needle might have moved during the injection, causing the hydrogel to flow along the prostatic capsule. The situation was explained to the patient and another spaceoar placement procedure was performed on the same day. The second spaceoar placement procedure was performed without incidents and the hydrogel placed created the space between the rectum and the prostate. The event did not impact the radiotherapy and will be performed as scheduled. The patient has not developed any symptoms due to this event, therefore is reported stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite the good faith efforts.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 captures the reportable event gel misplaced - non vascular.